Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number was not provided. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However, two electronic photos were reviewed. The first photo shows the broviac catheter in three pieces. Blood and residue can be seen on the most proximal section of catheter as well as on the cuff of the catheter. The second photo shows a bag with blood and some sort of tubing. The investigation is confirmed for the alleged catheter rupture. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the broviac cv catheter, single-lumen, 6.6f is identified in d2 and g5. H11: h6 (device, method, results and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post chronic catheter placement, an alleged catheter leak leading to a rupture, and the distal catheter tip migrating to an unknown location requiring cardiac catheterization. It was further reported that a second intervention and transfer to the hemodynamics room was required. Reportedly, the device was removed and the patient was release a couple of days post device removal. Patient was stable post device removal.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post chronic catheter placement, the catheter allegedly ruptured with the distal catheter tip migrated to an unknown location. It was further reported that the catheter tip was removed by cardiac catheterization. The patient status is unknown.